Event description:
During a routine declot of dialysis fistula, the micro puncture sheath sheared off into fistula. After multiple attempts to remove micropuncture sheath, the sheath evacuated the area of fistula and lodged into svc and right atrium. The micro puncture then moved into the pulmonary artery - it was unable to be removed. Patient was transferred to a tertiary facility. FDA safety report ID# (B)(4).